Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, a resolute onyx drug-eluting stent was implanted in the 1st diagonal. Six days post procedure, the patient was hospitalized for heart failure. It was reported that the event was related to a myocardial infarction (non-target vessel). The event was treated with medication. Patient is not recovered. Investigator assessed event is not related to the device or antiplatelet.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Cec adjudicated mi as no event. Safety assessed the event as not related to the index device or anti-platelet medication. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Cec adjudicated the event as non -q wave mi (target vessel) 1st diagonal with loss of side branch. If information is provided in the future, a supplemental report will be issued.